Event description:
It was reported to medtronic minimed that the customer experienced hypoglycemia. The customer also reported that the insulin pump was over-delivering the insulin and the insulin pump was not working properly. The customer also experienced symptoms of sweating and trembling at the time of the event. The customer's blood glucose value at the time of the event was 57 mg/dl. The customer was treated for low blood glucose with carbohydrate intake. The event involved product mmt-1886. Troubleshooting was performed, fill tubing technique, programming, and set change procedures were reviewed, and the customer was reminded to avoid pressing or adjusting the reservoir while connected; it was determined that the insulin pump needed to be replaced, and the customer was advised to discontinue use and follow their backup plan until the replacement arrived. No further patient complications were reported. Mmt-1886 was requested, and the customer's response was that the device will be returned.

Manufacturer narrative:
The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Select patient information cannot be provided due to regional privacy regulations. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.